Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 322. The device was operating out of specification. The flex cable connector which makes connection between the upper latch switch and the input/output printed circuit board assembly logic was observed to have malformed pins which were not parallel, resulting in an intermittent connection. The input/output printed circuit board was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.